Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device migrated, causing the right ventricular (rv) lead to dislodge. Surgical intervention was performed to reposition the device and lead. No additional adverse patient effects were reported. This device remains implanted and in service.